Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. Insulin pump has a cracked display windows corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported receiving a button error while holding the insulin pump in her lap. The blood glucose reading was 62 mg/dl. Nothing further was reported.